Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that she had fallen on her back and they had taken out the "generator". Patient stated that she had a 2 inch gap in her "spine that was not attached to anything, so the doctor had to put a 3 inch box in there between to hold the spine together" and has 8 bolts. The doctor put one nerve around the box and that is the nerve she is having the problem with. Patient added the leads were fine and they just replaced the ins. Patient mentioned she has fallen 7 times and spent 10 days in the hospital. Patient stated the event date was last year (2018). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient's battery was overdischarged and required a replacement. The explant occurred on (B)(6) 2018. The removed ins was discarded by the customer. The issue was reported to be resolved. No further complications were reported.